Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device indicated an electrical reset notification on interrogation, but the battery voltage was above the elective replacement indicator (eri) measurement. Attempts to run a charge dump test failed and observed a charge circuit timeout error with a drop in battery voltage to end of life (eol) status. The reset was cleared. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis of the returned device was inconclusive. Further electrical analysis found three damaged components in the charge circuit: the d27 fast recovery diode, the t1 transformer, and the r2 seci resistor. The initial failing component, d27 or t1, which caused the chain of failures, could not be determined. The damage to the r2 resistor was secondary. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in a diode. The reported power on reset and the charge timeout were due to the failure of the xd423 fast recovery diode (d27) in the hybrid¿s high voltage charging circuit. The cause of the d27 failure was not determined. Analysis information -- 2016-01-06 20:56:04 cst pli# 10 product ID# d154vrc performance data was collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred on (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.